Manufacturer narrative:
Pump was received with stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner. Pump had intermittent button response due to flattened esc button dome switch. Keypad connector was fully locked.

Event description:
Customer reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.